Event description:
Per the clinic, the patient experienced a magnet dislodgement on (B)(6) 2025 due to torn magnet case, increasing the isolation of the internal magnet. Following that, the patient also experienced loss of connection to the internal device. The device was subsequently explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.